Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cleaning, disinfection, and sterilization processes of the subject device and noted the following deviations from the device instructions for use (IFU): flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the reported issue was due to insufficient reprocessing as flushing auxiliary water channel was not performed at precleaning, as directed per the instructions for use. However, a final root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Additionally, the instructions for flushing the auxiliary water channel can be found in the reprocessing manual with the chapter title: "precleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were cultured and over 100 colony forming units (cfu) of escherichia coli, klebsiella pneumoniae, and pseudomonas aeuriginosa, were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the electrical safety test did not meet specification. Both light guide lenses were cracked. The adhesive on the bending rubber was worn. There was a wrinkle in the bending rubber near the connecting tube adhesive. The electrical connector was corroded. The angulation system had reduced angulation. The biopsy channel was replaced as preventative maintenance. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel is flushed. No detergent is used for precleaning. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around elevator, with a vityl brush and salvanios and alkazyme detergent. Manual disinfection is performed using anioxyde disinfectant. An automated endoscope reprocessor (aer) is not used for reprocessing. Their endoscopes are stored horizontally. Olympus is the maintenance company. The scopes are not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.